Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products; associated mdrs #1225714-2014-03646, 1225714-2014-03647, 1225714-2014-03648, 1225714-2014-03649, 1225714-2014-03650, and 1225714-2014-03651.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in (B)(6) 2011, and on (B)(6), 2014 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.